Manufacturer narrative:
(B)(4).

Event description:
It was reported that lv capture measurement could not be obtained. Varying lv pacing lead impedance was noted. It was recommended to bring the patient to the clinic for further assessment. No further information available. Patient condition was fine.